Event description:
Olympus medical systems corp. (Omsc) was informed that during gastral endoscopic submucosal dissection (esd), the doctor withdrew the subject device from the endoscope for removing the scorching tissue adhered in the cutting knife. When he cleaned the cutting knife with gauze it broke. The doctor completed the procedure by using another kd-611l. There was no report of patient injury.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the cutting knife broke off from the root and it was burnt. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. Omsc assumes that the local cutting wire became extremely hot since the length of the contact between the cutting knife and tissue was too short and it caused the breakage. This report is being submitted as a medical device report in an abundance of caution.